Event description:
The account generated (B)(6) architect hbsag qualitative ii results on a patient who was going to have artificial insemination. On (B)(6) 2012, the patient tested architect hbsag qualitative ii repeatedly (B)(6) using lot 15138lf00. On (B)(6) 2012, the same patient tube tested architect hbsag qualitative (B)(6) using lot 17522lf00. The sample was sent to another laboratory generating (B)(6) results and (B)(6) confirmatory testing with another method. Additionally, the patient tested (B)(6) and (B)(6). Due to the architect hbsag qualitative ii (B)(6) results the artificial insemination was canceled. No other specific patient information was provided. No additional patient impact to patient management was reported.

Manufacturer narrative:
A customer returned patient sample was obtained for investigation. Architect hbsag qualitative ii reagent 2g22-25 lots 15138lf00 and 17522lf00 generated repeatedly (B)(6) results with the patient sample during the in-house investigation testing of the return patient sample. The customer observation was repeated in-house and all the instrument maintenance activities are implemented, an instrument issue is ruled out. The sample was further tested and generated a not confirmed result in-house with the architect hbsag qualitative ii confirmatory assay. The sample generated a (B)(6) result in-house with the architect hbsag qualitative assay, list 1p97. This patient was (B)(6) at (B)(6) and (B)(6) and the patient history was not known. The (B)(6) result indicates the possibility of previous (B)(6) vaccination. The (B)(6) result is consistent with the absence of (B)(6) virus infection. In conclusion, given the external laboratory's (B)(6) architect hbsag qualitative ii results, the results generated during this investigation and the (B)(6) result, the architect hbsag qualitative reagent 2g22-25 lots 15138lf00 and 17522lf00 did generate a (B)(6) result for this sample. A reactive and not confirmed result is covered by package insert labelling and additional instructions should be followed. The architect hbsag qualitative ii assay package insert states in the interpretation of results section, "confirm repeatedly reactive specimens using a neutralizing assay (e.g. Architect hbsag qualitative ii confirmatory) before disclosing (B)(6) status to the patient." Per the package insert testing algorithm the final interpretation for this sample is repeat (B)(6) not confirmed. A review of our manufacturing and quality testing records was performed for the reagent lots and no issues were identified. The customer complaint database was also reviewed and no atypical complaint activity was noted for reagent lot 17522lf00. Although other complaints for (B)(6) results have been registered for list 2g22 and lot 15138lf00, no product deficiency has been identified. To assess the clinical specificity performance of lot 15138lf00, a total of 105, (B)(6) , serum and plasma patient samples were tested on one architect i1000sr instrument. All samples generated (B)(6) results indicating acceptable lot performance. Furthermore, extensive investigation testing of blood donor ((B)(6)) and diagnostic ((B)(6)) population, using abbott retained file samples of on-market lots associated with specificity complaints demonstrates that the architect hbsag qualitative ii assay (list no. 2g22) meets its product requirements for initial reactive rate and overall resolved specificity. The hbsag qualitative ii assay has been designed to offer superior analytical and seroconversion sensitivity and enhanced mutant detection (thr-123-ala) compared to the hbsag qualitative assay (list 1p97). To improve assay sensitivity and mutant detection, changes have been made to the architect hbsag qualitative (ln 2g22) assay configuration versus the previous abbott hbsag assay, to include the addition of a monoclonal antibody fragment to the conjugate. This can lead to certain nonspecific samples resulting in a repeat reactive result on the architect hbsag qualitative (ln 2g22) assay that may be non-reactive on the architect hbsag (ln 1p97) product or other commercial assays on market. In performance studies of a blood donor and diagnostic population the occurrence of these samples was (B)(4) on ln 2g22 and (B)(4) on ln1p97. These samples will be correctly resolved as not confirmed through the testing algorithm per the package insert. The results of this investigation demonstrate that the architect hbsag qualitative ii reagent 2g22-25 lots 15138lf00 and 17522lf00 are performing acceptably. This sample's result interpretation was correctly resolved as not confirmed through the testing algorithm recommended in the package insert. No additional product issues were identified during our investigation. No malfunction or deficiency was identified.

Manufacturer narrative:
This report is being filed on an internation product architect hbsag qualitative ii, list 2g22 that has a similar product distributed in the us, architect hbsag, list 1l80 and architect hbsag qualitative, list 4p53. (B)(4) - (B)(6) result. (B)(4) - (cancellation of artificial insemination procedure). Evaluation in progress.